Manufacturer narrative:
One opened 10 oz sample was received from the consumer, the bottle is dirty on the outside and lint-like debris found in the inner cap which may indicate poor lens care practice. Solution has typical color and clarity. No other anomalies were found. The complaint history was reviewed for the reported lot and the associated batch codes and there were no other complaints reported. Review of the compounding and filling mbrs show them to be acceptable. A review of the formulation stability data for all lots currently enrolled in the stability program was conducted and formulation remains within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming component lots, qa inspection testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Consumer product use and lens care practice could not be confirmed. The root cause could not be determined. (B)(4).

Event description:
It was initially reported that a consumer's daughter experienced an abrasion on the eye associated with use of the solution. The daughter went to the eye doctor on (B)(6) 2014 and was told she had a negative reaction with the solution in conjunction with the use of her contacts. She was advised by the doctor to discontinue use of the solution due to risk of an infection. Additional information received on (B)(6) 2014 from the consumer stated that her daughter used the solution at home and at school. The consumer advised that her daughter will need to be contacted directly in regards to the condition of her eye. Additional information received on (B)(6) 2014 from the consumer stated that her daughter's symptoms resolved. She is using new lens solution and has resumed lens wear. Additional information received on (B)(6) 2014 via adverse event form stated that the eye doctor told her she had an inflammatory reaction. She was told there was inflammation in her eyes and to discontinue use of the solution. The doctor also specified that if use of the solution continued, she would have an infection. It is also stated on the adverse event form that the consumer used the product successfully for 10 years prior to date of the event and that this event lasted 10 months. Since the length of the event is unclear based upon the specified date of onset ((B)(6) 2014), an attempt to obtain clarification for the length of event was made, but was unsuccessful. The form also stated that "she was told that she had inflammation infection that could lead to infections and could affect eyesight." The severity was listed and mild and lens wear was discontinued during the event. It was also noted that the event resolved when use of the solution was discontinued. Additional information has been requested.